Event description:
User received falsely high toxoplasmosis lgg results for three patient samples. The following example was provided with indicated a false positive result. Initial result was 18 iu/ml, repeat result from same analyzer was 27 iu/ml. Same sample repeated on another analyzer gave a result of <2.0 iu/ml. No information was provided to determine if erroneous results were reported or if patients were adversely affected. If additional information is received, appropriate notification will be provided.